Event description:
It was observed that during the device evaluation, the subject device exhibited a burn on the forceps elevator and adhesive around light guide lens has peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for peeling adhesive is traced to component failure. The most probable cause of the forceps elevator burn is a high-frequency treatment instrument was used without keeping a sufficient distance from the distal end. The event of a burn on the forceps elevator can be detected/prevented by following the instructions for use which is stated in: 3.3 inspection of the endoscope, and in 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.